Event description:
It was reported that during a wedge resection of the lung procedure, the first device fired malformed staples. The second device cut but did not staple. Additional sutures were used to complete the procedure. There was no adverse consequence to the pt.